Event description:
It was reported that before an unknown procedure, the blade had broken off at the system check. Also, although the device was new, the device was stained. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the blade discolored (burn marks) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area).this failure was possibly caused from activation of the device while clamped without tissue being present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them.